Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It is unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent, chills and fever. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin (intraperitoneal, discontinued after 3 days), ceftazidime (intraperitoneal, discontinued after 3 days) and cefazolin (intraperitoneal, completed after 21 days). For peritonitis. Three days after the event onset, the patient was discharged from the hospital. It was reported that the patient recovered from abdominal pain and cloudy effluent six days after the event onset. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.